Event description:
Pt using a newlife intensity 10 oxygen concentrator when it began to smoking, stopped using, and called the homecare provider.

Manufacturer narrative:
Presently coordinating an eval of the device. A f/u report will be sent after the eval has been completed.